Event description:
It was reported that the biomedical engineer tested the external pulse generator (epg) with the sigma pace 1000, and the pulse width was out of specification, due to the age of the output transistor. Technical support (ts) noted that the epg was at the end of its service life and should be retired from service; therefore, an end-of-service life letter was emailed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).